Manufacturer narrative:
The lead was capped and remains implanted and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out, an acute bend in this left ventricular (lv) lead was observed that resulted in a fracture. Impedance measurements were noted greater than 2000 ohms, but was still able to capture. The lead was capped due to scarring. There were no adverse patient effects reported.